Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8354886. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the submitted device determined that the foreign material is plastic debris. The root cause for this event is damage sustained by the yellow connector body during manufacture; during transfer of the device between zones it is possible for the connector to be damaged by automated grippers, if they are misaligned. To address this issue we have adjusted the gripper connecting rod position and notified the appropriate personnel.

Event description:
It has been reported that the bd pegasus¿ safety closed IV catheter system has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that yellow foreign matter on the catheter. One was on the inside of the catheter, one is on the outside of the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd pegasus¿ safety closed IV catheter system has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it's noticed that yellow foreign matter on the catheter. One was on the inside of the catheter, one is on the outside of the catheter